Event description:
In 2001 the end-user called disetronic and stated that there is a leak between the tubing and the luer lock. The leak was noticed prior to use. On october 17, 2001 maersk medical received the complaint and the used infusion set.